Manufacturer narrative:
Corrected data for follow-up #1- g9 manufacturer report number (B)(4).

Manufacturer narrative:
This final supplemental report is being submitted per FDA request to resubmit the content of the 1st supplemental MDR. Corrected data for follow-up #1- g9 manufacturer report number 3007981285-2017-37841 corrected data for follow-up #1- g9 manufacturer report number 3007981285-2017-37841.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery depleted 85% within one day. Subsequently, the customer experienced difficulty charging the pump. There was no reported impact to the customer's blood glucose level. Review of the pump data logs by tandem technical support showed the pump battery dropped and jumped suddenly. Reportedly the customer would continue to use the pump for insulin therapy.